Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the connecting line with the inflation bulb was leaking during pre-test. There was no patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
One device was returned for investigation without original packaging. Functional testing was conducted by pressurizing the unit and submerging it in water. While in the water, the customer reported complaint of an air leak was confirmed. Under 10x magnification, a visible channel was present in the solvent bond connection allowing for an air leak path. The root cause of the reported issue was determined to be the solvent bonding of the tubing during the manufacturing of the device. Device history review shows there were no non-conformities during the manufacturing process of the reported lot number.